Event description:
It was reported that the pt was being treated for an external iliac artery (eia) chronic total occlusion (cto) on the right side with reconstitution to the common femoral artery (cfa). The procedure was successfully completed with the pioneer plus catheter. However, when chromaflow was used to find the location of the true lumen by orienting the needle housing to the 12 o'clock position (using ivus and confirmed with fluoroscopy), the actual orientation of the needle housing and the ivus image did not match. When the catheter was rotated at the 6 o'clock position, the user reported being that the needle artifact was visible on ivus. The needle depth was set to 5 and was fired to accomplish re-entry to the true lumen. The case proceeded with ballooning and stenting with good results and chromaflow was restored with no extravasation of contrast in the right external iliac artery (reia) or right common femoral artery (rcfa). From the appearance of the images obtained from ivus and fluoroscopy, it appeared that the needle housing orientation was approximately 180 degrees in the opposite direction.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. The device was not returned to the MFR as it was discarded by the hosp. No further device eval could be performed. A clinical assessment was conducted by the volcano corp scientific affairs department. The results of the assessment are summarized below: there were no reports of pt injury, however, during the use of the pioneer plus in this case, it was noted that the orientation of the needle housing and the ivus image did not match. The clinician was able to detect the failure and intervene by rotating the catheter to complete the procedure in a manner that did not harm the pt; however, a clinician with less ivus experience may not have been able to detect this failure. If this failure was to reoccur without being detected, and the needle fired in an incorrect direction, there is increased risk of perforation and/or further dissection. The severity of pt harm is related to the location of arterial injury. The pioneer plus catheter is only indicated for use in the peripheral vasculature, and is primarily used in the iliac and femoral arteries. In the case described, injury would have occurred at the level of the external iliac artery or common femoral artery; the risks associated with bleeding from the external iliac artery are higher due to the limited ability to control bleeding because of its location in the pelvis. By report, there was no extravasation of contrast from the external iliac or common femoral artery in this pt's case, so there was no evidence of bleeding from either location. If this failure were to recur (and go undetected prior to needle deployment) in a case involving infra-inguinal artery associated bleeding is expected to be easier to control because it is more readily identified on physical examination and direct pressure can be applied to the site. The volcano product team for this particular device has been notified of this failure mode. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities. No further action required at this time.